Event description:
Report 4 of 6. On 12 september 2022, a customer complained to ortho care about what was described as discordant negative antibody reactions in antibody screening and antibody identification for one patient (patient samples drawn on three separate days) having an anti-c(rh4) antibody using 0.8% surgiscreen lot vss401 ((B)(4)) and 0.8% resolve panel c lot vrc301 using mts gel card in manual method during a correlation study. Complainant/complaint reporter: (B)(6) - medical technologist. Dates of events: all samples tested on (B)(6) 2022. Reported on: 12 september 2022 by the customer to ortho care helpdesk. Reagents: 0.8% surgiscreen lot vss401, expiry date 04 october 2022, manufactured on 02 august 2022 0.8% resolve panel c lot vrc301, expiry date 04 october 2022, manufactured on 19 july 2022 mts anti-igg card lot 031422001-11, expiry date 18 january 2023. Other reagent used as per troubleshooting request from ortho care: 0.8% resolve panel c lot vrc302, expiry date 01 november 2022, manufactured on 16 august 2022. Patients¿ information: patient is known to have an anti-c(rh4) antibody reacting 4+ with a competitor's instrument (no further details were provided). Samples collected from same patient on: (B)(6) 2022. The customer reported that during a correlation study, they had tested on (B)(6) 2022 all three samples from the same patient for antibody screening in indirect antiglobulin test (iat) with 15 minutes of incubation time using 0.8% surgiscreen and mts anti-igg card in manual method and that they obtained negative reactions with the three cells of the red cell reagent. The customer reported that they had tested the same three samples from the same patient for antibody identification in indirect antiglobulin test (iat) and enzyme technique with 15 minutes of incubation time using 0.8% resolve panel c lot vrc301 and mts anti-igg card in manual method and that they obtained negative reactions with the twenty-two cells of the red cell reagent for both samples. As per troubleshooting purpose, the customer was asked to test the same patient samples using a longer incubation time. The customer decided to incubate for 60 minutes in manual method and received the following results: -in antibody screening in iat using the same lot vss401 of 0.8% surgiscreen, the results obtained were negative for cells 1 and 2 and weak positive with cell 3. -in antibody identification in iat using 0.8% resolve panel c lot vrc302, the results obtained were positive for cells 2, 7 and 9. The customer said that they tested again the same samples for antibody screening in iat using the same lot of 0.8% surgiscreen and the result was again negative for the three cells of the red cell reagents with a 15-minute incubation time. No further details were provided by the customer. The customer reported that no biased results were reported to physician as this was part of a correlation study. The customer reported that the patient had not been harmed as a result of the reported events.

Manufacturer narrative:
(B)(4). The customer reported that they are carrying out quality control testing and that the results were as expected on the day of the events. The confirmation was not provided. Reagent storage and handling conditions were as per IFU. No further detail was provided. According to ortho lot-specific information for 0.8% resolve panel c lot vrc301, cells 3, 4, 6, 7, 8 and 9 are positive and homozygous for c(rh4) antigen, cells 3 and 10 are positive and heterozygous for c(rh4) antigen and cells 1, 2 and 11 are negative for c(rh4) antigen. Therefore, the negative reactions obtained with cells 3, 4, 5, 6, 7, 8, 9, 10 are not consistent with the expected reactivity of an anti-c(rh4) antibody. In dra# (B)(4), as part of the investigation, retain sample of 0.8% resolve panel c, cell lot# vrc301 untreated cells 3,4,5,6,7,8,9 and 10 were tested for the presence of the c antigen. First the 0.8% retain sample was converted to a 3% cell suspension in ors, ortho resuspension solution, using lot # rs790a(exp. Date 2022-12-09), following qat30861 (cell suspension preparation by centrifugation) and qat50017, (0.8% resolve panel c reagent red blood cells (in gel cell diluent)) then tested with ani-c bioclone reagent as per IFU tube method. At immediate spin 4+ reactions for cells 3,4,5,6,7,8,9 and 10. Results meet specifications, as per qat50017, a minimum reaction of 2+ is required. Vision mts indirect antiglobulin test (iat) was performed with plasma samples known to contain anti-d, anti-k, anti-fya for lot# vrc301, as per IFU, with mts anti-igg card lot 062322001-11 (expiry date 09apr23). Expected positive and negative reactions were observed. The review of the worldwide complaint databases between (B)(6) 2021 and (B)(6) 2022 was performed for call subject (B)(6) (0.8% surgiscreen for gel) and 6902319 (0.8% resolve panel c for gel) and lots vss401 and vrc301. No other complaint was identified with call areas falseneg. No trend was identified. (Dra# (B)(4)) the assignable cause of the discordant negative results obtained in antibody screening and antibody identification by the customer for this patient sample could not be determined. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagent to perform as intended. No further complaints of this type have been received from the customer site since the time of the reported events.